Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation of the electrode belt, the cables connected the front and rear therapy electrodes were pulled from the distribution node (dn) strain relief, damaging the j703 connector on the dn pca board. There is no indication that the damage caused or contributed to the patient's death. The damage likely occurred during device removal as the lifevest delivered five treatment shocks at the time of the event.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The police reportedly found the patient deceased. Review of the download data indicates that the patient received five treatment shocks between 21:02:28 and 21:22:15 on (B)(4) 2019. The ECG at the time of the event is unavailable. The device detected asystole at 00:55:05 on (B)(4) 2019 and the electrode belt was disconnected.